Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no anomaly was found.

Event description:
It was reported that the patient had developed an infection. The entire system was explanted with no issues.